Manufacturer narrative:
Product event summary: analysis confirmed the reported event, the output connector assembly was broken. It was also noted that the encoder switch assembly was out of mechanical specification, and the encoder nuts were not torqued to specification.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported the atrial and ventricular connectors are broken. The epg (external pulse generator) was returned for warranty repair and field corrective action. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Further analysis was performed. The output connectors were damaged, the atrial encoder was able to be rotated a couple degrees, over-rotation while torqueing the encoder nut was suspected, however the electrical encoder fault could not be verified. Conclusion: the report was confirmed but the encoder fault could not be verified.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.